Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and mesh was implanted. The surgeon found adhesions on mesh that had been placed during a previous procedure. It was unknown why the patient was being operated on when the adhesions were found. The surgeon removed the adhesions. No other treatment or the patient's current status was known. Additional information has been requested.